Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms on the system controller (serial number: (B)(6) were confirmed via log file analysis and investigation of the returned system controller. Data from the reported event dates of 17jul2025 - 01aug2025 was reviewed. Throughout the data reviewed, intermittent, atypical power cable disconnect and low voltage alarms activated due to the relative state of charge (rsoc) signal fluctuating around the alarm threshold on the black power cable. The power cable disconnect and low voltage alarm did not prevent the controller from operating the pump at its set speed. The system controller returned for analysis, and wire fatigue was noted on all of the underlying wires on both power cables, including the wire responsible for the rsoc voltage on the black power cable. The resistance of the wires were noted to be above specification, especially when the cable was manipulated. This raised resistance would cause the reported alarms. Provided information indicated that the battery clips and 14v li-ion batteries were exchanged, but this did not resolve the alarms, so the system controller was exchanged, resolving the alarms. The root cause of the reported event was determined to be due to wire fatigue on the power cables. Ncidental findings: damaged ui membrane, decreased voltage measured at tp11 during functional testing due to wire fatigue. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook, rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms on the system controller (serial number: (B)(6)) were confirmed via log file analysis. Data from the reported event dates of 17jul2025 - 01aug2025 was reviewed. Throughout the data reviewed, intermittent, atypical power cable disconnect and low voltage alarms activated due to the relative state of charge (rsoc) signal fluctuating around the alarm threshold on the black power cable. The power cable disconnect and low voltage alarm did not prevent the controller from operating the pump at its set speed. Provided information indicated that the battery clips and 14v li-ion batteries were exchanged, but this did not resolve the alarms, so the system controller was exchanged, resolving the alarms. No equipment was returned for analysis. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noticed that one of the batteries were draining quicker than the other. The patient stated that whatever battery was connected to the black cord would drain quicker than the one connected to the white cord. The patient thought that the batteries were going bad. However, the patient was inpatient and noticed that it was doing the same with out batteries. The battery with the black cord had one illuminated light and the battery with the white cord had 3 illuminated lights. The battery clips were changed to see if that would help. It appeared that there was anything wrong with either batteries or clips. The log files contained 149 black power cable fault events as compared to 43 white power cable fault events. This events were associated with reductions in recorded voltages and relative state of charge (rsoc). It was recommended to inspect and clean all battey and battery clips contacts.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5 - additional information. Section d: product information was updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the batteries and clips were exchanged but the alarm persisted. The controller was exchanged resolving the issue. Log files sent after the exchange captured no unusual events.